Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges difficulty breathing/shortness of breath. The patient states that the water does not leave the chamber resulting in the user not being able to breath correctly. The patient is also experiencing blood in their mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges difficulty breathing/shortness of breath. The patient states that the water does not leave the chamber resulting in the user not being able to breath correctly. The patient is also experiencing blood in their mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 was updated.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges difficulty breathing/shortness of breath. The patient states that the water does not leave the chamber resulting in the user not being able to breath correctly. The patient is also experiencing blood in their mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation results code and conclusion code grid has been updated.